Manufacturer narrative:
The iol was returned for analysis. Iol returned pressed down into well area of iol case base, resulting in deformation of the iol. A significant amount of solution is dried on both surfaces of the optic and haptics. Both haptics re bent/deformed due to condition of returned sample. The optic is torn/split-cut and partially adhered. The root cause for the pc-tear could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample lens was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was not used due to the capsule breaking during insertion. In a follow up, the surgeon explained, that during a planned lens exchange procedure, the initial lens was removed from the patient's eye and the replacement lens was inserted. In the process of rotating the replacement lens into position, the posterior capsule was compromised and no longer intact. The surgeon was able to remove the replacement lens and then implant an alternate lens adequate for sulcus positioning. Corneal incisions were made to treat astigmatism. The initial lens was being removed due to calculation errors preoperatively. This medical device report is for the first intended replacement lens. The final replacement lens remains implanted in sulcus.